Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-dec-2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is somewhat likely that the breakage of the tip c cover also occurred due to the same cause as other breakage, but it could not be judged whether the breakage was due to stress, handling, or other factors. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the distal end cover was damaged with parts falling off. This is likely caused by force applied to the device (hit or fall) by user handling. In addition the following issue were noted: distal end rubber insulation leaking; connecting tube has a scratch and kinked; universal cord, cable tube, light guide cover glass also were scratched; and angles were out of tolerance. The user¿s complaint of bending manipulation and insertion tube issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for repair of bending manipulation and insertion tube issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the distal end cover was damaged with parts falling off. This medwatch is being submitted for the reportable issue of observed during device evaluation.